Event description:
It was reported that a patient presented in the emergency room with syncopal episodes. Upon interrogation the right ventricular lead exhibited intermittent capture. Chest x ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2017 successfully. The patient was stable before, during and after the procedure.